Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in several inappropriate shocks. This system was then explanted and replaced with a transvenous system. This system is expected to be returned. No additional adverse patient effects were reported.